Event description:
Device stuck on the wire, during the run of the x-sizer. The physician pulled the whole system out and they took a contrast shot and found a perforation. CPR was administered the whole way to the o.r. For bypass surgery. No alarms were noted. No stent in the lad. Vessel size 3.0 plus.